Event description:
The home patient (hp) contacted baxter?s technical service center regarding a system error 2240 alarm which occurred on the homechoice during use during initial drain. The hp cycled the power and received a system error 2367 alarm. The hp would start over with new supplies. Baxter product surveillance (bps) contacted the home patient on (B)(6) 2011. He stated that after starting over with new supplies, therapy went well. There was nothing unusual about his supplies that night. He had not contacted his nurse about this event, but reported no adverse effects in relation to this issue. Therapy has been going well since. Bps contacted the registered nurse on (B)(6) 2011. She stated that the patient had not reported the incident. The nurse stated that the patient was continuing therapy successfully on the homechoice, and confirmed that there were no adverse effects reported. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4).per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Manufacturer narrative:
(B)(4). This complaint for a report of a system error 2240 was not confirmed. The root cause was undetermined. A follow-up MDR will be submitted if any additional information is received.